Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element on the hemopro tip separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The hemopro 2 harvesting tool was sent to the facility on for evaluation. Signs of clinical use was observed. There was no blood detected on the device. The heater wire was observed to be twisted, and detached at the tip and center, while remaining attached at the base of the jaw. There were no other defects detected. Based on the returned condition of the device, the reported failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element on the hemopro tip separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.